Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box showed no power issues. No damage was found to the battery compartment or to the battery cap. The battery cap attached securely to the pump. The pump failed to power on with the returned battery cap. A test cap was used for all testing purposes and powered the pump on with no alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the test cap and no further power issues occurred. The battery cap contact height was within specifications, but the width was outside the specifications. The no power to the pump was due to the battery cap contact width defect. (B)(4).